Event description:
Procedure type: gynecology. According to the rptr: the customer reports that 2 months after applying the device, the pt returned to the hospital because the device was 'falling'. The surgeon reoperated the pt, to remove the device. No other device was applied.

Manufacturer narrative:
(B)(4).